Event description:
The customer reported the 2600 system would not boot. There was a boot disk error. No pt injury was reported.

Manufacturer narrative:
The service rep replaced the floppy drive, floppy cable, and floppy disk. The problem persists. He replaced the motherboard, problem persists. He troubleshot the system and found intermittent cable issues. This was corrected. The system now operates as intended.